Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise. This lead will be replaced. No information on when the rv lead noise started, or if it caused any issues for patient. No adverse patient effects were reported. Dm